Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 15 mg/ml; 11 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the pump went empty on (B)(6) 2019. The patient was due for a refill. Home infusion went to the patient¿s home on wednesday ((B)(6) 2019) and filled the pump with saline. A bridge bolus was programmed which was to last 14 hours. The hcp planned to fill the pump (B)(6) 2019 with dilaudid 5 mg/ml; 6 mg/day. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare professional (hcp) via a company representative. Regarding the cause of the empty pump it was reported that the patient was no longer seeing the managing physician. The pump was successfully refilled. The patient¿s weight was unknown.